Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level way upto 480 mg/dl. The customer¿s current blood glucose value was 206 mg/dl. The customer experienced symptoms nausea of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer allege under delivery on insulin pump. Auto mode feature was not activated at the time of high blood glucose event.  Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer reported that the displacement test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose.  No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged insulin pump error , possible under delivery anomaly, and high blood glucose found on september 05, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, self test, and displacement accuracy test. Insulin pump failed force sensor test due to moisture damage. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Three insulin pump error alarms were found on september 06, 2022 at 8:05, 8:20, and 10:42 in the insulin pump memory. Insulin pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Insulin pump delivered 64.425 u of bolus on september 05, 2022. The insulin pump was cut open for visual inspection and found dried insulin in the motor slide and moisture on electrical board 1, electrical board 2, force sensor and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Insulin pump passed full dry test. Possible under delivery anomaly was not confirmed in the history files. Insulin pump error confirmed in the insulin pump memory on september 06, 2022 at 8:05, 8:20, and 10:42. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.